Manufacturer narrative:
(B)(4). Photographic analysis: seven photos received. Upon visual inspection of seven photos, the following was observed: the photos show staples unformed on the tissue and staple legs that protruding of tissue from front view. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a lap cholecystectomy, the surgeon was firing across the cystic duct with the pvs. He said that the stapler only stapled on one side of the cut line (specimen side) but did not release any staples on the patient side of cut line. The staple line was sutured to address this issue. There were no patient consequences reported.